Event description:
The hospital reported the front caster detached from the unit during transport. The unit did not tip or fall. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The castor was recommended for replacement. No report of patient involvement. Legal manufacturer: (B)(4).